Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08nov2018. The service engineer (se) inspected the device and replaced the blower shroud, liquid crystal display (lcd),video graphics array (vga) controller printed circuit board assembly (pcba) and the unit passed all testing.

Event description:
It was reported that during use the ventilator display went blank, the unit did not stop delivering therapy to the patient. No patient harm reported. The event date was not specified; estimate used.